Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: review of the provided medical records by a clinician indicated the following: "the reason for revision surgery was dissociation of the femoral head from the trunnion. The surgeon noted metallosis throughout the joint and marked wear of the femoral neck."

Manufacturer narrative:
An event regarding disassociation, wear/metallosis, and abnormal ion level involving a metal head was reported. The disassociation event was confirmed by clinician review of provided medical records. The wear/metallosis and abnormal ion level events were not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "I have reviewed the documentation related to pi including the product inquiry summary, an implant sheet from the index surgery dated (B)(6) 2011 and an operative report from the revision surgery dated (B)(6) 2021. The revision surgery operative report confirms that this procedure was completed and that the reason for revision surgery was dissociation of the femoral head from the trunnion. The surgeon noted metallosis throughout the joint and marked wear of the femoral neck. No information was provided to document excessive serum metallic ions. The root cause for this event can not be determined from this limited information." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.